Event description:
A 2.75 x 23mm cypher select stent was removed from the packaging and while prepping the product (when the physician touched the stent), the stent came off of the delivery system. The procedure was completed with another cypher.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.